Manufacturer narrative:
An impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was documented that upon placing the impella 5.5 and removing the 0.018 wire, the impella was dislodged from the left ventricle and into the aorta. Once the device was removed and pigtail and wire were reinserted the original 0.018 wire was examined and appeared to be kinked. A replacement 0.018 wire was used and impella was successfully placed. There was no patient harm as a result of the noted damage and support continued with the implanted pump.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The device was returned for investigation and was tested upon return. Data logs confirmed the failure mode. Logs showed after pump started, ps spiked to 3000 mmhg that triggered alarm ps not reliable & remained to the rest of the case. Visual inspection found kinked catheter below endcap. Optical continuity test was performed & failed as laser light could not pass the kinked catheter to the sensor face. 5s parameters were out of specification on aic indicating a damaged optical fiber line due to kinked catheter. The root cause of optical signal issue was a damaged fiber line. The cause of the damaged fiber line was use related. The root cause of the guide wire damage was most likely use related.

Event description:
The customer reported that the device exhibited an optical signal issue.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The investigation for optical signal issue and product damage (guidewire damage) has been completed. The device was returned. Data logs confirmed the failure mode. Logs showed after pump started, ps spiked to 3000 mmhg that triggered alarm ps not reliable & remained to the rest of the case. Upon device evaluation, visual inspection found kinked catheter below endcap. Optical continuity test was performed & failed as laser light could not pass the kinked catheter to the sensor face. 5s parameters were out of specification on aic indicating a damaged optical fiber line due to kinked catheter. No other issues were found on the rest of the pump.gw was not returned for analysis. The root cause of optical signal issue was a damaged fiber line. The cause of the damaged fiber line was use related. The root cause of the guide wire damage was most likely use related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Corrections to the initial MFR report: g1 MDR reporting contact email updated h3 to device evaluation completed h6 type of investigation code added. Added optical signal issue.